Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering department with an unsigned note that stated, "no audible alarm tone." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, error code e301 (audio alarm failure) was noted in the alarm history. No further testing was performed. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4)